Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the adc device. The customer obtained an unspecified low scan and experienced a loss of consciousness. The customer was taken to the emergency room where a blood glucose result of 1300 mg/dl was obtained and customer was diagnosed with diabetic ketoacidosis (dka). The customer was administered unspecified treatment and reportedly "sedated and ventilated for 2 days". A post-treatment reading was reported in which a sensor scan of 293 mg/dl was compared to a healthcare meter reading of 385 mg/dl. No additional information was provided.